Event description:
It was reported by the plaintiff's attorney that on an unk date the plaintiff was implanted with a monarc sling system "to treat her stress urinary incontinence". It was alleged that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "has experienced significant mental and physical pain and suffering, has sustained permanent injury", has "undergone medical treatment", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.